Manufacturer narrative:
E1- phone number: (B)(6). E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication error. There were no reports of patient harm.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 3002808148-2024-06111 for a1-patient identifier (B)(6) . Refer to that report for all relevant information on this event.

Event description:
It was reported that the subject device had a communication error. There were no reports of patient harm.